Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: vena cava filter was placed due to need for protection for possible deep venous thrombosis and pulmonary embolus. Approximately eight years eight months post filter deployment, an initial removal attempt was made with clover glove snare system. During the attempt it appeared the snare broke because the filter legs were stuck in the confluence of internal jugular/ subclavian/ innominate venous system. There was perhaps a little more deformation of the struts of the filter as well. Patient was then taken to the operating room for partial sternotomy/ thoracotomy "trapdoor" incision with removal of the filter and reconstruction/repair of svc/subclavian/innominate junction. The tines of the filter were observed through the subclavian vein wall. In this area, it was bleeding. The filter was removed with some difficulty. Pathology report showed v-shaped silver metallic filter consisting of multiple metallic wires ranging from 3 cm by less than 0.1 cm to 5 cm by less than 0.1 cm. The filter was intact. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records received, the investigation is confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is unconfirmed for detachment as pathology report revealed an intact filter following removal. Per the provided medical records, a clover glove snare system was used to remove the filter. During removal the snare perhaps broke and filter limbs got stuck in the venous system. Per the current IFU (instructions for use), "use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter." Therefore, removal using the clover glove snare system likely contributed to the reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate expiry date: 11/2012; manufacture date: 11/2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. Subsequently, the patient experienced bleeding. The device was removed via an open chest procedure after an initial attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and seven months of post deployment, filter retrieval procedure was attempted. Using right internal jugular approach, under ultrasound guidance, the superior vena cava and inferior vena cava was cannulated and angiogram was performed a 12-french sheath was used with clover glove snare system and was advanced in the inferior vena cava. It was apparent that the filter had defective or no hook. However, was able to grab the filter and advance it in the sheet but not completely. However, during the process it looks like the snare perhaps broke because the inferior vena cava filter¿s leg got stuck in the confluence of internal jugular/subclavian/innominate venous system. Attempt were made to grab the filter with new access through the internal jugular, however unsuccessful. There was perhaps a little more deformation off the struts of the inferior vena cava filter. The tines of the filter were observed through the vein wall. It was bleeding in that area. The right internal jugular vein was controlled with compression. The filter was removed with some difficulty. On the next day, gross description demonstrated a y-shaped silver metallic filter consisted of multiple metallic wires ranging from 3 cm by less than 0.1 cm to 5 cm by less than 0.1 cm. The filter was intact. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), material deformation and retrieval difficulties. However, the investigation is unconfirmed for detachment as pathology report revealed an intact filter following removal. Per the provided medical records, a clover glove snare system was used to remove the filter. During removal the snare perhaps broke and filter limbs got stuck in the venous system. Therefore, removal using the clover glove snare system likely contributed to the reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b7, d4 (expiry date: 11/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. Subsequently, the patient experienced bleeding. The device was removed via an open chest procedure after an initial attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.